Event description:
Date of surgery: 2007. It was reported that the surgeon was not able to insert an interbody implant utilizing the implant inserter instrument. The instrument was received dismantled; therefore, the surgeon used the rod of the implant inserter to insert the device. "The surgeon made a dural breach during the surgery which was not linked to the usage of the implant inserter. A patient root has been damaged during the surgery without permanent consequence for the patient."

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.